Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a non-product experience. It was successfully replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.